Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called in regarding he had hip replacement of which he is experiencing periodic pain in the groin, instability and fatigue. Surgeon stated xrays look fine but there may be other possible factors involved. Right hip (B)(6) 2010.